Manufacturer narrative:
Device eval summary: device eval of battery sn (B)(4) has been completed. The reported problem (battery charger faults) has been confirmed. Upon eval, the battery pack was found to have a bent pin in the connector. Pin 1 was bent and prevented the battery from successfully communicating with the charger/monitor. The root cause of the bent pin cannot be positively identified but may have resulted from bumping or dropping the pack on a hard surface. No adverse event resulted from the defective battery. The pt rec'd a replacement battery pack.

Event description:
A (B)(6) male pt contacted zoll customer support to report that a question mark is displayed with the battery symbol when it is inserted into the monitor. The pt was provided with a replacement battery pack.